Event description:
A balloon ruptured on the first inflation at seven atmospheres during a pre-dilatation of the iliac artery prior to stent placement. Another balloon catheter was used and the procedure was successfully completed without pt complications. The device has been destroyed by the user facility., therefore, no failure analysis will be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used to dilate a lesion prior to stent placement. Stent placement may be indicated when it is believed angioplasty alone will not achieve a good result. Co believes the nature of the lesion contributed to this event and does not attribute it to the device. However, without evaluating the product, co cannot determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."